Manufacturer narrative:
The reported event of noise was not confirmed. As received, a complete lead with stylet was returned in one piece. Electrical testing found no conductor fractures, but internal shorts were noted in the distal region due to procedural damage to the inner insulation. Visual inspection and x-ray examination found no anomalies except for the damages due to procedural damage.

Event description:
It was reported that the patient presented with right ventricular (rv) lead noise. The rv lead was explanted and replaced. No patient symptoms were reported.